Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal dryness, menopausal, hepatitis, acute vaginitis, vaginal laceration, allergy to antibiotic and hypertension. Previously administered products included for an unreported indication: medroxyprogesterone and vicodin. Concurrent conditions included diabetes. Concomitant products included empagliflozin (jardiance), escitalopram oxalate (lexapro), insulin glargine (basaglar), insulin lispro (humalog), levothyroxine sodium (synthroid), metformin, metoprolol, ranitidine and sitagliptin phosphate (januvia). On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and muscle spasms ("muscle spasm on the lower left side"). The patient was treated with surgery (laparoscopic salpingectomies with removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and muscle spasms outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered muscle spasms to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date (B)(6) 2018 were reported, but not specified and/or assigned to the event. Laparoscopic bilateral salpingectomies removal of essure coils (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received. Concomitant condition and historical medication added. Events : muscle spasm on the lower left side, were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082252) on 14-jan-2019. The most recent information was received on 15-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Concomitant products included empagliflozin (jardiance), escitalopram oxalate (lexapro), insulin glargine (basaglar), insulin lispro (humalog), levothyroxine sodium (synthroid), metformin, metoprolol, ranitidine and sitagliptin phosphate (januvia). On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (have surgery coming up to get coils removed and my fallopian tubes). At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: serious injury criterion: hospitalization and event date on (B)(6) 2018 were reported, but not specified and/or assigned to the event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082252) on 14-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. Concomitant products included empagliflozin (jardiance), escitalopram oxalate (lexapro), insulin glargine (basaglar), insulin lispro (humalog), levothyroxine sodium (synthroid), metformin, metoprolol, ranitidine and sitagliptin phosphate (januvia). On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (have surgery coming up to get coils removed and my fallopian tubes). At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: serious injury criterion: hospitalization and event date (B)(6) 2018 were reported, but not specified and/or assigned to the event.